Event description:
It has been reported to philips the wireless footswitch is not connected to the wireless base station. The system was not in clinical use when the issue was identified. No harm has been reported to philips.

Manufacturer narrative:
The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).